Event description:
It was reported that the device power on reset (por) was indicated on a carelink transmission. The por was cleared and the device remained in use. Shortly thereafter the device was explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Analysis revealed that there was a por (power on reset). The data showed one por for write to locked ram, addr=0e27, data=2 on (B)(6) 2012 13:48:34. And one patient alert for por on (B)(6) 2012 12:48:34. The data also showed that for the battery voltage there was battery depletion indicated/eri (elective replacement indicator). The time of eri in the save to disk was on (B)(6) 2012 device eri <=2.62 volt. The weekly battery voltage trend data shows min battery equal to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. The programmer data shows eri on (B)(6) 2012. (B)(4) the device was also returned, analyzed, and analysis of the device revealed there was a ram chip memory error. It was also noted that there was normal battery depletion; meeting expected longevity.